Event description:
It was reported that patient presented to clinic for follow up, the atrial lead failed to capture. The atrial lead was capped and replaced on (B)(6) 2026. During the atrial lead replacement, no intrinsic p waves were observed, and atrial capture could not be achieved despite high output pacing. During the same procedure, insulation abrasion was noted on existing right ventricle (rv) lead. The physician elected to cap and replace the rv lead on (B)(6) 2026 as well. The patient was stable throughout the procedure.